Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's insulin pump was not displaying the time left, only units of insulin. Basal rates were missing in the customer's insulin pump. It was explained to the customer that this was why she did not have time left displayed. The customer stated her blood glucose had been high, due to her not receiving basal rate insulin that day. Nothing further was reported.